Event description:
It was reported that the bronchovideoscope video blackout when flexed. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video blacking out when flexing or intermittent/fickler image is due to cord broken. The most probable cause is traced to component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.